Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 434 mg/dl and 285 mg/dl. Customer experienced nausea and vomiting. Customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.